Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p), right ventricular (rv) and left ventricular (lv) lead exhibited oversensing resulting in an unknown duration of pacing inhibition. The patient experienced dizzy spells. Oversensing was reproducible with pocket manipulations. Programming changes were made and the physician will continue to monitor. This product remains implanted and in service. No adverse patient effects were reported.